Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer stated that occurred multiple times afterwards. Troubleshooting was done. Customer stated that they was just trying to bolus when they received the no delivery alarm. The customer's blood glucose was 175 mg/dl. Troubleshooting was not completed because customer was unable to change the infusion set due to arthritis. Advised that there may have been an occlusion with their infusion set or reservoir. Advised customer to remain disconnected from the insulin pump and revert to back-up plan until she could have her infusion set changed. Advised to replace the insulin pump if the customer continued to experience problems after the infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.